Event description:
After the tunnelization the anesthetist has tested the device with an infusion procedure. He noted a hole along the catheter. It is not yet clear if a sample will be returned.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.